Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA that the device had damaged nose cone. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.